Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the mr850 humidifier alarmed to indicate the heater wire was disconnected when the rt319 adult breathing circuit was being set up. This was found before patient use.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt319 adult breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. The inspiratory and expiratory heater wires were resistance tested. Results: the resistance test revealed that the inspiratory heater wire was out of specification. No fault was found with the expiratory heater wire. Continuity testing and visual inspection revealed that the open circuit in the inspiratory heater wire was located near the heater wire overmoulded plug. A lot check could not be performed as no lot number was provided. Conclusion: we are unable to determine what may have caused the observed damage on the inspiratory heater wire. Electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, rendering the circuit unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and circuits that fail are rejected. This suggests that the heater wire became open circuit after the product was released for distribution. The user instructions that accompany the breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.